Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The hospital reported that the patient had pump stoppages and low speed operation alarms. The xrays of the driveline showed a suspected area that appeared to be internal. The patient underwent a pump exchange on (B)(6) 2014.